Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the proximal end of the peek anchor is broken. The complaint is confirmed. As per provided information sales representative mentioned that the patient had hard bone. The possible root cause could be that the peek anchor hit the hard bone which led to the reported failure. Other than above mentioned possibility, we cannot discern any definite root cause at this point of time. Non conformance review was performed, no nonconformances were identified for this part number (210818), lot number (l882974) combination. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's versalok peek anchor with orthocord broke at the distal end near the metal inserter while inserting into the patient. The sales rep stated that the patient had hard bone. The anchor was removed from the patient by pulling the sutures and the inserter. The sales rep stated that nothing was left in the patient. The case was completed with another like-anchor in the same bone hole with no patient harm or time delay. The sales rep stated that there were no procedural factors that contributed to breakage, and there is no need for surgical intervention. The anchor is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.